Event description:
Customer reported that the inner cannula of tracheostomy tube (lpc size 6.0) does not lock securely. This report is the second occurrence related to MFR# 2936999-2013-00028. The tube was successfully replaced.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.